Manufacturer narrative:
(B)(4) a2- age 75-79. D4: attempts have been made to gather all product identification information, and no further information has been provided. D10- medical product unknown persona femoral unknown persona articular surface unknown canary stem. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Review of the reported event by a health care professional found: it is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression "wound concerns" or "non-healing wound" would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person's ability to heal. Wound complications can be treated conservatively or invasively depending on the severity of the wound infection and patient status. This is a limited investigation, as per gblw04003, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot identification are necessary for review of device history records, neither were provided. The root cause of the reported event was determined to be unrelated to the device. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left total knee arthroplasty and subsequently presented to the ER with wound complications. Attempts have been made and no further information has been provided.